Event description:
Whilst sitting on the shower chair in the shower, a testicle dropped through one of the drainage holes in the seat and got trapped underneath. The user could not get up from the chair as the testicle had swollen and staff were unable to free it from the chair. The fire brigade and ambulance were contacted. The fire brigade were unable to free the user and therefore he was taken to the hospital in the chair and the chair was removed at the hospital. No other treatment was required.